Manufacturer narrative:
Continuation of d10: product ID 9735821r, lot number: p922634 and product ID 9735843, lot number: unknown h3/h6: the system was serviced on the field and the camera was replaced and the wiring for the camera was updated. Codes b01, c08, and d02 apply. The camera was returned and analyzed. The returned positioning sensor unit (psu) would not power up on the test bench. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying a "localizer disconnected" message. The medtronic representative (rep) went through his normal troubleshooting and found that the camera lights were off and the laser pointer on the camera had no power. The site switched to a different camera cart before the case started. The rep got to the site and opened the camera arm casing. He found that the cable running up the camera arm had significant crimping and looked worn in multiple areas. It was clear that internal components were being pulled on when the camera arm would move. The system had localizer disconnected issues recently, and had undergone troubleshooting performed where the cable had been replaced recently. The cable might have been installed incorrectly and caused it damage. The recent troubleshooting from a previous case had proved functionality of the o-ring and poe and gave good reason to believe the cable was the remaining factor for where the issue resides. There was no patient involvement.

Manufacturer narrative:
H3, h6: the cable kit, lot number: unknown, was returned to the manufacturer for analysis. The cable kit passed continuity tests with no opens or shorts detected. It was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. H2: please see section d9 for when the device was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.